Manufacturer narrative:
Qn#(B)(4).

Event description:
The customer reports that the PICC catheter (possible dilator) has a peelable of poor quality and did not penetrate the vein.

Manufacturer narrative:
(B)(4). The customer returned multiple components from a pr-05042 kit. The dilator, catheter, and sheath will be used for this investigation. No defects or anomalies were found with the catheter or dilator. Visual and microscopic examination of the sheath revealed the distal end of the sheath is vertically separated (partially down the score line and partially not). The sheath body was crimped horizontally (where the vertical split ended) near the center of the sheath body and the sheath distal tip was torn and flared out. Based on the appearance of the damage, an undue force was placed on the sheath tip. This caused the tip to tear and the sheath body to horizontally crimp. In addition, it leads to the sheath body separating vertically (partially down the score line and partially not). The sheath body was split 70 mm from the distal end. This is the same location as the crimp in the sheath body. The sheath body was measured and was found to be within specification. In addition, the inner diameter of the unseparated portion of the sheath body, the outer diameter of the unseparated portion of the sheath body, the outer diameter of the dilator body, and the outer diameter of the catheter body were measured and all were found to be within specification. The catheter was able to advance through the unseparated portion of the sheath body with no issues. The dilator was able to advance through the unseparated portion of the sheath body with no issues. A device history record review was performed and no manufacturing issues were identified. The IFU provided with this kit cautions the user , "do not withdraw tissue dilator until the sheath is well within vessel to reduce the risk of damage to sheath tip." The IFU also instructs the user to perform a skin wheal prior to dilating skin or inserting sheath and to advance the peel-away sheath over dilator into vessel by grasping near skin and using slight twisting motion. The customer report of peel-away sheath body damage was confirmed by complaint investigation. The distal end of the sheath was separated vertically. The sheath body was crimped horizontally near the center and the sheath distal tip was torn and flared out. Based on the appearance of the damage, an undue force was placed on the sheath tip. The sheath and devices that are advanced into the sheath met relevant dimensional requirements and a device history record review was performed with no relevant findings. Based on the sample received, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the PICC catheter (possible dilator) has a peelable of poor quality and did not penetrate the vein.